Manufacturer narrative:
Initial complaint assessment: batch w92738 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The visual inspection of a retain sample included four cartons, 12 pouches and the 12 wraps inside and shows no obvious defects to the cartons, pouches or wraps. One wrap on run day 4 has stray chemistry throughout the wrap, there were no evidence of cell leakage on the wrap. Form-# retain sample inspection form documented the retain evaluation performed on 04mar2019. An evaluation of the complaint history confirms that this is the first complaint for the sub class cells damaged/leaking received at the (site name) requiring an evaluation for this batch. The complaint was evaluated to identify any potential trend. The cpmp result was 5 versus an upper control limit (ucl) of 14 following sop-105746 "complaint trending guideline", effective 05feb2019. On the basis of this evaluation, a trend does not exist for this batch. An evaluation was made by searching for possible trends for this subclass requiring investigation by the site. The following pcom (pfizer global complaint database) search was performed. Scope: date contacted: 28feb2017 through 28feb2019 /manufacturing site: pfizer (site name)/complaint class: wrap/patch/pad/complaint sub class: cells damaged/leaking. The pcom search returned a total of 11 complaints for nsw8 products during this time period for the class/subclass. Of the 11 complaints; 5 complaints have batch number recorded as "unknown". The 6 remaining complaints were evaluated. None of the 6 complaints were confirmed to have a manufacturing related root cause for the complaint of cells damaged/leaking. Based on this pcom search for the subclass of cells damaged/leaking for nsw8 product, the data did not show an increase over time (24 months). There is not a trend identified for the subclass cell damaged/leaking for nsw8 products see attachment 1 trending graph #. Review of the batch device history

Event description:
Event verbatim [preferred term] pc-the product leaks [device leakage] , . Case narrative:this is a spontaneous report from a contactable consumer (patient). A 71-year-old female patient started to receive thermacare heatwrap (thermacare neck, shoulder & wrist) lot number: w92738, expiry date: nov2021, upc number: 305733015025, from 14feb2019 to 26feb2019 at an unspecified frequency for shoulder ached. The patient medical history was not reported. There were no concomitant medications. The consumer called regarding 3 boxes of 1 count thermacare heatwraps in each box that she bought because the product leaked in feb2019. Packaging was sealed and intact. No admission to hospital involved. No treatment received. The action taken in response to the event for thermacare heatwrap was permanently withdrawn on 26feb2019. The outcome of the event was unknown. The device was available for evaluation. According to the product quality complaint group: initial complaint assessment: batch w92738 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The visual inspection of a retain sample included four cartons, 12 pouches and the 12 wraps inside and shows no obvious defects to the cartons, pouches or wraps. One wrap on run day 4 has stray chemistry throughout the wrap, there were no evidence of cell leakage on the wrap. Form-# retain sample inspection form documented the retain evaluation performed on 04mar2019. An evaluation of the complaint history confirms that this is the first complaint for the sub class cells damaged/leaking received at the (site name) requiring an evaluation for this batch. The complaint was evaluated to identify any potential trend. The cpmp result was 5 versus an upper control limit (ucl) of 14 following sop-105746 "complaint trending guideline", effective 05feb2019. On the basis of this evaluation, a trend does not exist for this batch. An evaluation was made by searching for possible trends for this subclass requiring investigation by the site. The following pcom (pfizer global complaint database) search was performed. Scope: date contacted: 28feb2017 through 28feb2019 /manufacturing site: pfizer (site name)/complaint class: wrap/patch/pad/complaint sub class: cells damaged/leaking. The pcom search returned a total of 11 complaints for nsw8 products during this time period for the class/subclass. Of the 11 complaints; 5 complaints have batch number recorded as "unknown". The 6 remaining complaints were evaluated. None of the 6 complaints were confirmed to have a manufacturing related root cause for the complaint of cells damaged/leaking. Based on this pcom search for the subclass of cells damaged/leaking for nsw8 product, the data did not show an increase over time (24 months). There is not a trend identified for the subclass cell damaged/leaking for nsw8 products see attachment 1 trending graph #. Review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. There were no wrap attribute or variable defects recorded for the batch. Thermal data for the batch shows all wraps met the required wrap batch average temperatures (37.6 degree centigrade - 41.6 degree centigrade) per spec-34819, effective: 12nov2018. This batch has been reviewed from a manufacturing perspective. There are no known site investigations associated with this batch. Sample evaluation: return sample has not arrived at site as of 11apr2019. A notification to safety dsu was sent on 11mar2019. A site investigation was conducted on production records; a device malfunction was not identified during records review. Based on the complaint narrative this represents a potential device malfunction, severity ranking is s3-skin burn- per rpt- 74091 bridging pfizer hal severity numbers applied in the thermacare heat wrap rmp, effective 28sep2018, version 1.0. A return sample was not received; a device malfunction cannot be confirmed. There is no further investigation or actions are needed. The root cause category is non-assignable (complaint not confirmed). Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. There was no trend identified for the subclass. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.follow-up (15apr2019): new information received from a contactable consumer includes patient age, device data (updated expiry date, indication, start date, stop date, action taken), concomitant drug data, onset date of event, deny of hospitalization and deny of treatment.follow-up (01may2019): new information received from product quality complaint group included: investigation results.company clinical evaluation comment: the patient reported "3 boxes of 1 count thermacare heatwrap in each box had product leaked". No adverse event was associated with the use of the device. This is a single potential device malfunction which has a theoretical risk to cause skin burn. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. Return sample was not received; device malfunction cannot be confirmed. No further investigations or actions is suggested at this time., comment: the patient reported "3 boxes of 1 count thermacare heatwrap in each box had product leaked". No adverse event was associated with the use of the device. This is a single potential device malfunction which has a theoretical risk to cause skin burn. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. Return sample was not received; device malfunction cannot be confirmed. No further investigations or actions is suggested at this time.

Manufacturer narrative:
This is a potential device malfunction s3-skin burn- per rpt- 74091 bridging pfizer hal severity numbers applied in the thermacare heatwrap rmp, effective 28-sep-2018, version 1.0. Initial complaint assessment: batch w92738 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The visual inspection of a retain sample included four cartons, 12 pouches and the 12 wraps inside and shows no obvious defects to the cartons, pouches or wraps. One wrap on run day 4 has stray chemistry throughout the wrap, there were no evidence of cell leakage on the wrap. Form-# retain sample inspection form documented the retain evaluation performed on 04mar2019. An evaluation of the complaint history confirms that this is the first complaint for the sub class cells damaged/leaking received at the (site name) requiring an evaluation for this batch. On the basis of this evaluation, a trend does not exist for this batch. An evaluation was made by searching for possible trends for this subclass requiring investigation by the site. The following pcom (pfizer global complaint database) search was performed. Scope: date contacted: 28feb2017 through 28feb2019 /manufacturing site: pfizer (site name)/complaint class: wrap/patch/pad/complaint sub class: cells damaged/leaking. The pcom search returned a total of 11 complaints for nsw8 products during this time period for the class/subclass. Of the 11 complaints; 5 complaints have batch number recorded as "unknown". The 6 remaining complaints were evaluated. None of the 6 complaints were confirmed to have a manufacturing related root cause for the complaint of cells damaged/leaking. Based on this pcom search for the subclass of cells damaged/leaking for nsw8 product, the data did not show an increase over time (24 months). There is not a trend identified for the subclass cell damaged/leaking for nsw8 products see attachment 1 trending graph #. Review of the batch device history record for this b

Event description:
Event verbatim [preferred term] pc-the product leaks [device leakage] , . Case narrative:this is a spontaneous report from a contactable consumer (patient). A 71-year-old female patient started to receive thermacare heatwrap (thermacare neck, shoulder & wrist) lot number: w92738, expiry date: nov2021, upc number: 305733015025, from 14feb2019 to 26feb2019 at an unspecified frequency for shoulder ached. The patient medical history was not reported. There were no concomitant medications. The consumer called regarding 3 boxes of 1 count thermacare heatwraps in each box that she bought because the product leaked in feb2019. Packaging was sealed and intact. No admission to hospital involved. No treatment received. The action taken in response to the event for thermacare heatwrap was permanently withdrawn on 26feb2019. The outcome of the event was unknown. According to the product quality complaint group: this is a potential device malfunction s3-skin burn- per rpt- 74091 bridging pfizer hal severity numbers applied in the thermacare heatwrap rmp, effective 28-sep-2018, version 1.0. Initial complaint assessment: batch w92738 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The visual inspection of a retain sample included four cartons, 12 pouches and the 12 wraps inside and shows no obvious defects to the cartons, pouches or wraps. One wrap on run day 4 has stray chemistry throughout the wrap, there were no evidence of cell leakage on the wrap. Form-# retain sample inspection form documented the retain evaluation performed on 04mar2019. An evaluation of the complaint history confirms that this is the first complaint for the sub class cells damaged/leaking received at the (site name) requiring an evaluation for this batch. On the basis of this evaluation, a trend does not exist for this batch. An evaluation was made by searching for possible trends for this subclass requiring investigation by the site. The following pcom (pfizer global complaint database) search was performed. Scope: date contacted: 28feb2017 through 28feb2019 /manufacturing site: pfizer (site name)/complaint class: wrap/patch/pad/complaint sub class: cells damaged/leaking. The pcom search returned a total of 11 complaints for nsw8 products during this time period for the class/subclass. Of the 11 complaints; 5 complaints have batch number recorded as "unknown". The 6 remaining complaints were evaluated. None of the 6 complaints were confirmed to have a manufacturing related root cause for the complaint of cells damaged/leaking. Based on this pcom search for the subclass of cells damaged/leaking for nsw8 product, the data did not show an increase over time (24 months). There is not a trend identified for the subclass cell damaged/leaking for nsw8 products see attachment 1 trending graph #. Review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. There were no wrap attribute or variable defects recorded for the batch. Thermal data for the batch shows all wraps met the required wrap batch average temperatures (37.6 degree centigrade - 41.6 degree centigrade) per spec-34819, effective: 12nov2018. This batch has been reviewed from a manufacturing perspective. There are no known site investigations associated with this batch. Prelim. Confirmation status: not confirmed. Further investigation req'd?: no. Sample evaluation: contacted reporter to request photos of sample, voicemail unavailable. (Courier name) mailer sent to retrieve sample. Investigation is due on 14apr2019. The site completed the preliminary investigation on 04mar2019. The site is waiting for the return sample to complete the investigation. Additional information has been requested and will be provided as it becomes available. Follow-up (15apr2019): new information received from a contactable consumer includes patient age, device data (updated expiry date, indication, start date, stop date, action taken), concomitant drug data, onset date of event, deny of hospitalization and deny of treatment. Company clinical evaluation comment: the patient reported "3 boxes of 1 count thermacare heatwrap in each box had product leaked". No adverse event was associated with the use of the device. This is a single potential device malfunction which has a theoretical risk to cause skin burn. The company is conducting further review on this investigation and additional follow-up will be reported when the evaluation is completed., comment: the patient reported "3 boxes of 1 count thermacare heatwrap in each box had product leaked". No adverse event was associated with the use of the device. This is a single potential device malfunction which has a theoretical risk to cause skin burn. The company is conducting further review on this investigation and additional follow-up will be reported when the evaluation is completed.

Manufacturer narrative:
This is a potential device malfunction (B)(4)-skin burn- per (B)(4) bridging pfizer (B)(4) severity numbers applied in the thermacare heatwrap rmp, effective 28-sep-2018, version 1.0. Initial complaint assessment: batch w92738 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The visual inspection of a retain sample included four cartons, 12 pouches and the 12 wraps inside and shows no obvious defects to the cartons, pouches or wraps. One wrap on run day 4 has stray chemistry throughout the wrap, there were no evidence of cell leakage on the wrap. Form-# retain sample inspection form documented the retain evaluation performed on 04mar2019. An evaluation of the complaint history confirms that this is the first complaint for the sub class cells damaged/leaking received at the (site name) requiring an evaluation for this batch. On the basis of this evaluation, a trend does not exist for this batch. An evaluation was made by searching for possible trends for this subclass requiring investigation by the site. The following pcom (pfizer global complaint database) search was performed. Scope: date contacted: 28feb2017 through 28feb2019 /manufacturing site: pfizer (site name)/complaint class: wrap/patch/pad/complaint sub class: cells damaged/leaking. The pcom search returned a total of 11 complaints for (B)(4) products during this time period for the class/subclass. Of the 11 complaints; 5 complaints have batch number recorded as "unknown". The 6 remaining complaints were evaluated. None of the 6 complaints were confirmed to have a manufacturing related root cause for the complaint of cells damaged/leaking. Based on this pcom search for the subclass of cells damaged/leaking for (B)(4) product, the data did not show an increase over time (24 months). There is not a trend identified for the subclass cell damaged/leaking for (B)(4) products.

Event description:
Pc - the product leaks [device leakage]. Case narrative: this is a spontaneous report from a contactable consumer (patient). A female patient of an unspecified age started to receive thermacare heatwrap (thermacare neck, shoulder & wrist) lot number: w92738, expiry date: nov2020, upc number: (B)(4), from an unspecified date at an unspecified frequency for an unspecified indication. The patient medical history was not reported. The patient's concomitant medications were not reported. The consumer called regarding 3 boxes of 1 count thermacare heatwraps in each box that she bought because the product leaked on an unspecified date. Packaging was sealed and intact. The action taken in response to the event for thermacare heatwrap was unknown. The outcome of the event was unknown. According to the product quality complaint group: this is a potential device malfunction (B)(4)-skin burn- per (B)(4) bridging pfizer (B)(4) severity numbers applied in the thermacare heatwrap rmp, effective 28-sep-2018, version 1.0. Initial complaint assessment: batch w92738 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The visual inspection of a retain sample included four cartons, 12 pouches and the 12 wraps inside and shows no obvious defects to the cartons, pouches or wraps. One wrap on run day 4 has stray chemistry throughout the wrap, there were no evidence of cell leakage on the wrap. Form- retain sample inspection form documented the retain evaluation performed on 04mar2019. An evaluation of the complaint history confirms that this is the first complaint for the sub class cells damaged/leaking received at the (site name) requiring an evaluation for this batch. On the basis of this evaluation, a trend does not exist for this batch. An evaluation was made by searching for possible trends for this subclass requiring investigation by the site. The following pcom (pfizer global complaint database) search was performed. Scope: date contacted: 28feb2017 through 28feb2019 /manufacturing site: (B)(4) (site name)/complaint class: wrap/patch/pad/complaint sub class: cells damaged/leaking. The pcom search returned a total of 11 complaints for (B)(4) products during this time period for the class/subclass. Of the 11 complaints; 5 complaints have batch number recorded as "unknown". The 6 remaining complaints were evaluated. None of the 6 complaints were confirmed to have a manufacturing related root cause for the complaint of cells damaged/leaking. Based on this pcom search for the subclass of cells damaged/leaking for (B)(4) product, the data did not show an increase over time (24 months). There is not a trend identified for the subclass cell damaged/leaking for (B)(4) products see attachment 1 trending graph #. Review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. There were no wrap attribute or variable defects recorded for the batch. Thermal data for the batch shows all wraps met the required wrap batch average temperatures (37.6 degree centigrade - 41.6 degree centigrade) per (B)(4), effective: 12nov2018. This batch has been reviewed from a manufacturing perspective. There are no known site investigations associated with this batch. Prelim. Confirmation status: not confirmed. Further investigation req'd?: no. Sample evaluation: contacted reporter to request photos of sample, voicemail unavailable. (Courier name) mailer sent to retrieve sample. Investigation is due on 14apr2019. The site completed the preliminary investigation on 04mar2019. The site is waiting for the return sample to complete the investigation. Company clinical evaluation comment: the patient reported "3 boxes of 1 count thermacare heatwrap in each box had product leaked". No adverse event was associated with the use of the device. This is a single potential device malfunction which has a theoretical risk to cause skin burn. The company is conducting further review on this investigation and additional follow-up will be reported when the evaluation is completed.